Event description:
The customer called to make an educational inquiry. During the phone call, the customer became unresponsive. The customer's blood glucose reading was 98 mg/dl. Paramedics were called to assist the customer, and the phone call was disconnected once the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.